Manufacturer narrative:
The manufacturer's service rep performed an on site investigation and was unable to duplicate the reported problem. The power plug connections were secured and the software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported a generator error message on the 8800 system. No pt injury was reported.